Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5320288; medical device expiration date: 2020-11-30; device manufacture date: 2015-12-17; medical device lot #: 5320289; medical device expiration date: 2020-11-30; device manufacture date: 2015-12-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on two bd hypoint¿ hypodermic needles before use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: shield pull force test was performed on samples and result is passed. The fm size is less than 0.05mm2 which is acceptable as per sc30. Sample #2-2 not able to observe the fm. DHR review: no similar defect was found in in-process and out-going inspection. No notification as raised from this defect. Investigation conclusion: the returned sample #0, #1-2, #2-1 were measured and observed to be within specification. Results: 0.972-1.457lbf. Shield pull force specification (0.3 lbs ¿ 3.5 lbs) as per sc30. The sample #1-1 measured to be less than 0.05mm2 which is within specification as per sc30. The sample #2-2 could not observe the fm. Root cause description: the returned sample(#0, #1-2, #2-1) was measured and observed to be within specification for shield pull function test. The product is within specification. Hence, no root cause is established. The returned sample #1-1 was measured to be less than 0.05mm2 which is within specification as per sc30. The product is within specification. Hence, no root cause is established. The returned sample #2-2 not able to observe the reported non-conformance. Hence, not able to perform investigation to identify the root cause.